Event description:
Customer rec'd a blood result of 81 mg/dl on his breeze2 meter. He re-tested on his contour meter and rec'd a reading of 50mg/dl. The difference in the readings fell in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. New strips were sent and customer was advised to return his strips for eval.